Event description:
New information received notes that the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate vf episode due to noise was observed. The device delivered atp therapy but aborted before hv therapy was delivered. There were no patient symptoms reported. Upon review of the episode it was noted that, the noise was intermittent and varying in amplitude. Further testing was recommended. Subsequently the lead was capped and replaced.